Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d2b. Upon review, the procode submitted in the initial report was incorrect and has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of use against labeling was most likely patient related since per clinical the peel away left in place due patient large body habitus.

Manufacturer narrative:
H6: per a review of the information in the complaint file, omitted code a150202.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the 14 fr peel away sheath was left in place during implantation of an impella cp. The patient was in stable condition.